Event description:
According to the available information the patient reported that the implant had stopped inflating, making it impossible to achieve an erection. The patient underwent an MRI scan, which revealed a deflated system and a possible rupture with leakage. The physician reported finding the prosthesis broken, without identifying the location/component, and the system was empty. The patient underwent implant revision surgery on (B)(6) 2025, when all components were replaced. No surgical or post-surgical complications were reported. The new prosthesis is functional, and the patient is satisfied.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and inlet tubes of the pump. The surfaces of the detachment site of the longer exhaust tube of the pump appear to be rough and irregular, indicating stress was exerted. A separation, surrounded by abrasion, was noted on the inlet tubing of the pump. This is a site of leakage. Abrasion was noted on both exhaust tubes of the cylinders. No functional abnormalities were noted with either cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with these detachment sites indicate that sufficient stress(s) may have been exerted on the inlet tubing of the pump to separate the site while in-vivo. The abrasion marks noted on both exhaust tubes and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation on the longer exhaust tubing. Separations of this type could then allow the loss of fluid, making the device inoperable. However, as additional information was not received, it could not be determined if one or all sites were the cause for the reported failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated

Event description:
According to the available information the patient reported that the implant had stopped inflating, making it impossible to achieve an erection. The patient underwent an MRI scan, which revealed a deflated system and a possible rupture with leakage. The physician reported finding the prosthesis broken, without identifying the location/component, and the system was empty. The patient underwent implant revision surgery on (B)(6) 2025, when all components were replaced. No surgical or post-surgical complications were reported. The new prosthesis is functional, and the patient is satisfied.